Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump squirts insulin. The customer's blood glucose was not provided at the time of the incident. Trouble shooting was declined. It was not stated if the issue was resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or prime/fill anomaly noted. (B)(4).